Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the wand was sporactically working.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: probe short. Risk outputs associated with rf energy to probe for the serfas energy console: hardware failure. Rf or footswitch receptacle disconnecting. Software error due to hardware failure. Bad wire connection. Damaged main board. Damaged rf probe receptacle. Damage to console during shipping/ handling. Hand control switch in wrong position. Risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles: hardware failure. Software error due to hardware failure. Damaged receptacle board. Damaged power board. Front board failure. Loose flex cable. Damage to console during shipping/ handling. Use error.

Event description:
It was reported the wand was sporadically working.